Event description:
It was reported the patient had a loss of stimulation with a 574 error code present. Intervention involved clearing the power on reset (por) and reprogramming. Reprogramming was successful and the event was considered resolved without sequelae. The event was noted as not related to the implant procedure and not applicable to the device or therapy.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).